Event description:
It was reported that a user experienced significant overnight blood glucose fluctuations while using the ilet system, including prolonged hyperglycemia with a blood glucose level of 338 mg/dl after dinner despite meal announcements and a subsequent drop to hypoglycemia with a blood glucose level of 39mg/dl , with no issues observed upon infusion set change; the care team also adjusted the cgm target from higher to usual overnight, and recent reports showed larger glycemic swings when the target changed from higher to usual. Symptoms included high and low blood glucose. Outcomes included the need for oral glucose treatment. Investigation included review of device data and user education and troubleshooting, with escalation for additional training. Investigation of this case revealed no device delivery malfunction identified from user checks, and the pattern suggested glycemic variability associated with target transitions and meal-related factors, with the cause remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.